Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The customer independently performed two pump resets before contacting support, and after being educated on proper reset procedures, the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared.